Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("coils removed") and adhesion ("adhesions") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced cystitis ("bladder infection"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adhesion (seriousness criterion medically significant). The patient was treated with surgery (tubes removed, in 2009 hysterectomy) and surgery (lysis of adhesions). Essure was removed. At the time of the report, the medical device removal, adhesion and cystitis outcome was unknown. The reporter considered adhesion, cystitis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, adhesion, cystitis. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("coils removed") and adhesion ("adhesions") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced cystitis ("bladder infection"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adhesion (seriousness criterion medically significant). The patient was treated with surgery (tubes removed, in 2009 hysterectomy) and surgery (lysis of adhesions). Essure was removed. At the time of the report, the medical device removal, adhesion and cystitis outcome was unknown. The reporter considered adhesion, cystitis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, adhesion, cystitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.